Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿channel error.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the upstream pressure sensor was not in the proper voltage range, so I replaced both the upstream and the downstream pressure sensors. The left and the right iui were both starting to show corrosion, so I replaced both of them as well. I recalibrated the unit, and ran it through all of its pm tests, with no other issues.¿ reported problem cause description: "mechanical - electrical.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿